Event description:
Iridex received a report of a full-thickness conjunctival and scleral burn in the inferotemporal area during micropulse transscleral laser therapy (mptlt) performed using the cyclo g6 laser console with an mp3 probe. The event occurred approximately 8-10 seconds after treatment initiation. The surgeon stopped the procedure. Upon lifting the probe, a subconjunctival hemorrhage was observed. The conjunctiva required suturing, while the sclera could not be sutured. Further, the probe was replaced and treatment was completed without further issue with no additional complications or permanent impairment reported. The injury resolved with suturing and standard postoperative care. Treatment parameters included 2000 mw power, an 8-second sweep velocity, and 7 sweeps, with use of a coupling agent and betadine on the surgical field. Power output was verified following the event and was within specifications. The surgeon did not inspect the probe tip prior to use; after the event, tactile inspection revealed no abnormalities. The conjunctiva in the treatment area was described as having mild hyperemia prior to the procedure, and no bleeding was observed during treatment; the subconjunctival hemorrhage was noted only after the probe was lifted. Typically, subconjunctival hemorrhage is a self-limiting condition that requires no treatment, with vision remaining normal and usually heals on its own in 1-2 weeks. The patient was followed locally. Current intraocular pressure (iop) is controlled at approximately 12 mmhg, and there were no further complications from the subconjunctival hemorrhage. Potential contributing factors include localized absorption of laser energy at the ocular surface due to mild conjunctival hyperemia or pigmentation, possible debris or irregularities at the probe-tissue interface, excessive downward force or tissue trapping under the probe tip, and/or the presence of subconjunctival hemorrhage leading to increased absorption of laser energy. Conjunctival and scleral burns and subconjunctival hemorrhage are known risks associated with transscleral cyclophotocoagulation and ophthalmic laser energy delivery. The reported event resulted in a temporary and easily managed injury (i.e., superficial thermal damage to the conjunctiva) and was fully resolved with the suturing procedure and standard post-operative care. It did not result in persistent symptoms, structural damage, or visual impairment. Therefore, iridex is reporting this case as an adverse event.

Manufacturer narrative:
Conjunctival/scleral burns resolve within 24 to 48 hours. Therefore, unless either medical intervention or permanent impairment are reported, scleral burns are not deemed a serious adverse event, because scleral burns typically: do not result in life-threatening illness or injury. Do not result in permanent impairment of a body structure or a body function. Do not require hospitalization or prolongation of patient hospitalization. Do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The mp3 probe is a sterile, single-use delivery device intended to be discarded after use. The device involved in this event was retained by the distributor and was not returned to iridex for evaluation at the time of investigation.